Manufacturer narrative:
(B)(6). Postal code - not provided. Manufacturing year 2012. This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Amo¿ investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that system during the fragmentation, balanced salt solution (bss) ingressed & failure to capture occurred with liquid optics interface (loi). Dr. Stopped laser firing at that time. After that, the operation was completed safely.

Manufacturer narrative:
Corrected data: in the initial report is was reported that the manufacturing date for the system was 2012. However, the manufacturing site has provided the date as 2013. Device evaluation: a review of the records related to this equipment that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.